Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level around 600 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer declined a system check with pump and supplies and continued to use the pump for insulin therapy.